Event description:
It was reported that the atrial lead was oversensing and has low p-waves. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable defibrillation lead, (B)(6) 2010. (B)(4).